Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the lens, the surgeon was unable to manipulate the lens to center despite multiple attempt. Triamcinolone was injected into the anterior chamber and noted vitreous tracking towards the side port. Corneal wound extended and the posterior capsule intraocular lens was extracted. There was posterior capsule rupture superiorly. Anterior vitrectomy was done, and the anterior capsule still intact. Doctor decided to implant the sulcus intraocular lens. The lens was stable. Incision was enlarged and sutures was performed. Medication was prescribed. Vison pre-op was 6/38 and post-op was 6/48. No further information available.